Event description:
This was a cardiac lead extraction case performed in the ep lab with both arterial line placement and fluoroscopy in use. The md attached llds to each lead and began lasing with a 14f sls. The md was having extreme difficulty navigating around the pt's clavicle area due to heavy fibrosis. The sls lunged forward and concerned the md while he watched on fluoroscopy. The sls was removed and the outer sheath was split. The pt's vitals remained stable while the lab team observed for any changes in the pt's status. No changes were noted, the md opened another 14f sls and successfully removed all 3 cardiac leads without difficulty. After the pt was transferred to the ccu, he began complaining of difficulty breathing. A chest x-ray was taken and showed bilateral pneumothorax. Chest tubes were required. The pt tolerated well and was discharged several days later, home. No devices were retained for return engineering analysis and several ((B)(6)) unsuccessful attempts were made for further device/case details.